Event description:
A report was received that the patient's ipg would not charge and would not communicate with the remote control. The patient was also experiencing discomfort at the pocket site. X-ray confirmed that the ipg flipped. The patient will undergo revision procedure.

Event description:
A report was received that the patient's ipg would not charge and would not communicate with the remote control. The patient was also experiencing discomfort at the pocket site. X-ray confirmed that the ipg flipped. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg would not charge and would not communicate with the remote control. The patient was also experiencing discomfort at the pocket site. X-ray confirmed that the ipg flipped. The patient will undergo revision procedure.